Event description:
The customer reported a beeping sound and error 1000 (defib failure ¿ biphasic processor) and error 0020 (defib failure ¿ charging circuits) when powering on the device. There was no reported patient involvement/adverse patient impact.